Manufacturer narrative:
A service rep performed an on site investigation. The hard drive was replaced. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system was frozen with "scan disk active do not switch off the system", displayed and it would not boot up. There is no report of injury or death associated with the event described in this complaint.